Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826631) was implanted on an unknown date and setting. After the patient returned to ward, the icp readings were fluctuating from 0-99mmhg. Therefore, the microsensor was removed on (B)(6) 2022 and stop the monitoring.

Manufacturer narrative:
The microsensor (ID 826631) was returned for evaluation. Device history record (DHR) - the product 826631 for lot 5902139, and the lot met specifications when released. Failure analysis: the issue of the complaint was not confirmed. No visible damage to the sensor, catheter material, and connector. The icp express reading 515. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the issue reported by the customer could be due to incorrect set-up of device.

Event description:
N/a.